Event description:
A power source alert 07 was reported by the caller, indicating an issue with the device's power supply. The customer¿s blood glucose level did not exceed 500 mg/dl, which is within a safe range. The customer confirmed that the pump began charging after the charging cable was plugged into a wall adapter, resolving the issue without the need for further assistance.